Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 30mg/ml dose not reported via an implantable pump. The indication for use was spinal pain. It was reported that an empty pump alarm was occurring. The patient had not been able to get the pump filled because the patient was dismissed by their healthcare provider. Per the reporter the patient was seen 5 days ago and the physician reprogrammed but did not fill the pump. The patient was in for a pump refill today (B)(6) 2016. Per the reporter the patient had been in the hospital but was over the withdrawals now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.